Event description:
Report received from a dr in 2005 regarding a pt with medical history significant for an allergy to latex. The pt received injections of captique on august 24, 2005 to the nasolabial folds. The following month, the pt experienced tenderness, pain, and some hardness in the lower cheek areas. Three days later the pt was seen in the treating dr's office. The dr prescribed a 7 day course on clindamycin and a medrol dose pak. On an unk date the pt's primary care dr had prescribed etodolac (lodine) for pain. At the time of the report, the pt had not yet recovered. Additional info received 5 days later from a nurse in the treating dr's ofice, who stated the pt was seen in the office, and had not taken the medrol dose pak. Additional info received from the treating dr, who reported the pt's condition had worsened and it looked ike indentical symmetrical cysts located in the lower last 1/4 of the nasolabial folds. The dr stated he did not feel it was an allergic reaction. No further info was provided.